Event description:
It was reported that the patient presented for in-clinic follow up with the pulse generator unable to be interrogated. The device was explanted and replaced. The patient was stable.